Manufacturer narrative:
H2: lot number were updated for part number: bi71000176. Lot number: rev. 2 : s/n (B)(6). Part number: bi71000861. Lot number: rev. 1 : s/n (B)(6). H3: the power enclosure was returned and it was noted that it was stuck in boot up. The power conversion enclosure passed bench testing, but when the installed the enclosure into the test system it failed to boot up and ready. Confirming that there was a faulty power enclosure. B01, c02, d02. The power tray has returned, but analysis has not been completed at the time of the report. B21, c21, d16. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: bi71000860, lot#: unknown, ubd: unknown, UDI #: unknown. Product ID: bi71000861, lot#: unknown, ubd: unknown, UDI#: unknown. A medtronic representative visited the site to evaluate the equipment. The rep replaced the power conversion assembly with upgraded revision, and replaced the power tray with upgraded revision. No other products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the system was stuck saying "boot up, please wait." Rebooting did not resolve the issue. The local representative (cs) had the site check the dongle and key. This was reported outside of a procedure, while the site was getting ready for a procedure. There was no patient involved.

Manufacturer narrative:
H2: additional initial reporter information was received, see e1. H2, h3, h6: the returned power tray was analyzed and no failures were found. Previously reported code b01 is applicable, as are codes c19 and d14. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.